Event description:
Healthcare professional reported patient was on ECMO. Blood leaked from the o2 outlet port. The unit was changed out. Normal procedure is to run two oxygenators in tandem. Perfusionist reported the change out was without complication. Customer threw away the unit because the patient has positive hep. B and c.